Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother in law reported via phone call that they experienced off no power without battery indicator. The customer's blood glucose value was unknown. The customer stated that her son in law is type 1 and had a car accident and is still in intensive care. The customer stated that the pump alarmed off no power and had constant beeps. The product was not returned for analysis.